Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had hardware low level failures alarm. Customer's blood glucose value was 80 mg/dl. The customer was assisted with troubleshooting. The customer stated that the insulin pump had hardware low level failures alarm occurred during self-test. The customer stated that they were able to clear the alarm. Customer started they was able to rewind the insulin pump. The customer stated that the insulin pump did not pass self-test. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be return for analysis.

Manufacturer narrative:
Insulin pump passed displacement test and self test. Hardware low level failures confirmed in pump history with variable (003) due broken trace at pin # 6 on keypad assembly.